Event description:
During the implant procedure, the stylet was unable to be inserted into the right ventricular (rv) lead during repositioning. The stylet and rv lead were replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. The cause of the reported event was isolated to the overtorqued inner inside the connector region consistent with procedural damage.